Event description:
The customer obtained multiple, imprecise vitros amon quality control results (liquid pv 1 = 139 umol/l vs. Expected result of 39.0 umol/l; liquid pv 2 = 138.0 and 215.0 umol/l vs. Expected result of 173.0 umol/l) while using the vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. A single amon patient was reported during the timeframe that amon imprecision was observed, and the result was not questioned by a physician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, imprecise amon quality control results were obtained while using the vitros 350 analyzer. Patient samples were not known to have been affected. The customer performed "as required" maintenance to the incubator subsystem to address the concern. The customer indicated that incubator maintenance resolved the imprecision issue, however, results were not provided to verify performance. The assignable cause of the event is an equipment related issue due to incubator contamination.